Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, external visual inspection revealed a fractured case. The photographic imaging inspection revealed a cracked hybrid as well as loose components. System lock could not be obtained at any spacing. The no lock and broken substrate conditions prevented some of the electrical tests from being performed. The device failed the residual gas analysis test. The internal visual inspection confirmed damage to the hybrid and loose components. In addition, the internal visual inspection revealed that a resistor had a corroded trace. Based on an assessment of the residual gas analysis and dye penetrant data, it is determined that this device was non-hermetic. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of a resistor. In addition, the device was received with a broken hybrid. Due to the state of the device upon receipt determining the specific root cause was not possible. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
External visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, external visual inspection revealed a fractured case. The photographic imaging inspection revealed cracked hybrid as well as loose components. System lock could not be obtained at any spacing. The no lock and broken hybrid conditions prevented several of the electrical tests from being performed. The device failed the residual gas analysis test. Internal visual inspection confirmed damage to the hybrid and loose components. In addition, internal visual inspection revealed that a resistor had a corroded trace. Based on an assessment of the residual gas analysis and dye penetrant data, it is determined that this device was non-hermetic. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of a resistor. In addition, the device was received with a broken hybrid. Due to the state of the device upon receipt determining the specific root cause was not possible. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient reportedly experienced no sound and no lock between the external equipment and the cochlear implant. External equipment was exchanged; however this did not resolve the issue. Device revision surgery has been scheduled.